Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cat# 5536b300; tritanium bplate triathlon s3; lot# ctd74604. Cat# 5517f202; triathlon p/a cr beaded #2r; lot# nad7e. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient had pain and swelling in office note on (B)(6) 2022. Right knee was aspirated. Monitored progress and decided to do a closed manipulation on (B)(6) 2022. Patient's next appointment is on (B)(6) 2022.

Manufacturer narrative:
Reported event: an event regarding pain involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: material analysis, visual, dimensional and functional inspections were not performed as the device remains implanted. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: 'this case concerns a patient who underwent a primary cementless total knee arthroplasty, developed arthrofibrosis, and then underwent manipulation. I am not sure why an inquiry was made about this case. Manipulation following primary total knee replacement is quite common and takes place in about 5% of patients. I can confirm that the patient underwent total knee arthroplasty and subsequent manipulation since I was able to review the operation reports. The causes of arthrofibrosis following primary total knee arthroplasty are multifactorial including surgical technique regarding implant sizing and kinematics and patient factors including compliance with postoperative instructions. There are also patients who are scar formers and are more prone to stiffness following arthroplasty. I would not assign any causality to the implant itself.' Device history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: a review of the provided medical records by a clinical consultant stated the following comment: 'this case concerns a patient who underwent a primary cementless total knee arthroplasty, developed arthrofibrosis, and then underwent manipulation. I am not sure why an inquiry was made about this case. Manipulation following primary total knee replacement is quite common and takes place in about 5% of patients. I can confirm that the patient underwent total knee arthroplasty and subsequent manipulation since I was able to review the operation reports. The causes of arthrofibrosis following primary total knee arthroplasty are multifactorial including surgical technique regarding implant sizing and kinematics and patient factors including compliance with postoperative instructions. There are also patients who are scar formers and are more prone to stiffness following arthroplasty. I would not assign any causality to the implant itself.' No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient had pain and swelling in office note on (B)(6) 2022. Right knee was aspirated. Monitored progress and decided to do a closed manipulation on (B)(6) 2022. Patient's next appointment is on (B)(6) 2022.